Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: review of the black box data did not reveal any evidence of a power issue. On examination, the battery compartment was intact and without damage. A battery cap was not returned with the pump for investigation. Investigation was completed using a test cap. The test cap was able to be secured properly to the pump. On investigation, the pump powered on normally and was exercised for 24 hours without loss or interruption of power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged power issue. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.